Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified volume of normal saline. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked from the air vent on the piercing pin of the tubing set. It was reported that the nurse placed tape over the air vent and the therapy was completed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k052052. This report represents all the info known by the reporter upon query by hospira personnel.